Manufacturer narrative:
.

Event description:
Per the clinic, the patient developed a chronic seroma and chronic infection at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2016.